Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2015. Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a disposition of the cardiac resynchronization therapy defibrillator (crt-d) was observed and the device was explanted and replaced. The patient is a participant in the (B)(4) trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.